Event description:
Four cycles were planned for the ecp treatment. During the ecp treatment for the ecp, operator reported a system occlusion alarm during the cycle 1 return and the ecp operator noted clots [in the bowl]. The ecp operator noted the saline and anticoagulant bags had been reversed. The patient was asymptomatic and it was estimated that 300-400 ml of blood was lost. A transfusion was administered. The patient was stable and feeling well.

Manufacturer narrative:
The event was a user error in which the fluid lines were inserted into the wrong bags. The anticoagulant and heparin lines were reversed by the operator, so the patient was not receiving any anticoagulant. The manager of world wide field technical support reported the instrument worked as purported as indicated by the presence of alarms detecting the increase in pressure. The operator was assured at the time of the call, the clots were not administered to the patient as the device is designed with a 200 micron filter. The disposable kit was discarded by the operator; no further evaluation could occur by the manufacturer.